Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 00-1500-107, pedinail im femoral nail 10mm x 42cm, lot # 7839001. Item #: 10-1500-3065, 4.5mm x 65mm cortical screw, lot # i0228. The returned device was evaluated and the reported fracture was confirmed. The im nail fractured at the proximal end going into the neck. The headless bolt fractured in two places approximately 25mm from the head of the screw. The cortical screw fractured approximately 25mm from the head of the screw. The angle of the nail was 78 degrees. The device history records were reviewed with no discrepancies found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event is a known inherent risk of the procedure and was most likely due to patient weight. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3006460612-2018-00023 and 3006460612-2018-00025.

Event description:
It has been reported that following a femoral derotation osteotomy, the patient presented with pain. An x-ray revealed that the im nail, a cortical screw and headless locking bolt had fractured. The patient underwent a revision procedure to replace the implants. No additional patient consequences were reported.